Event description:
It was reported by the rep that when the device, with reload cartridge, were used during an unknown procedure, an incomplete staple line was delivered. The case was completed by handsewing and by using another device. There was no consequence to patient.